Event description:
Essure placement 2009. Severe cramping, heavy bleeding including blood clots, breast tenderness, thinning of hair, weight gain, bloating, constant headaches. These side effects started in 2009 after placement and seems to be worsening over time. In 2014 ER visit for breast swelling and very tender for 36 days.